Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex esophageal stent was to be used to treat a 5 cm adenocarcinoma caused by esophageal cancer in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician thought that the stent had been deployed inside the patient. Fluoroscopic image also showed that the stent was fully deployed. Reportedly, the stent failed to fully expand after deployment. As the physician removed the delivery system, the stent got caught in the delivery catheter. When the delivery system with stent attached was removed from the patient, the stent ended up high in the patient's esophagus. The physician then removed the delivery system and the stent from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.